Event description:
It was reported that during a sleeve gastrectomy procedure, at the sixth firing transaction of the cartridge; one of the staples was not formed and the leg length was open and visible. Cartridge staple was cut with the help of scissor. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that one ecr60b cartridge reload was received. The reload were received in good visual condition and fully fired. No functional test could be performed due to the condition of the reload. The reported cutting issues could not be confirmed as no device was returned for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: the scissor was used to cut the staple pin which was not formed. The procedure was completed normally with few more firing and then stomach was removed.